Event description:
It was reported that this right ventricular (rv) lead exhibited high out-of-range shock impedance. An increase in rv thresholds was also seen, although these values remained within normal range. These increases were recorded in (B)(6) 2023 in conjunction with the patient being hospitalized for heart failure, and an excess of diuretic treatment is hypothesized. The values have since re-stabilized to previous ranges. Device battery and capacitor charges times are okay. Impedance, sensing, and capture tests were executed and no out of range values were found. Technical services was consulted and provided troubleshooting recommendations for high shock impedance situations. No adverse patient effects were reported. This rv lead remains in service.